Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods (every 15 days for 3 years") in a female patient who had essure inserted (lot no. 946763) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), arthralgia ("regular inflammatory joint pain"), fatigue ("periods of severe fatigue"), urticaria ("episodes of urticaria"), eczema ("eczema flare-ups in the joints"), paraesthesia ("tingling in hand"), cardiovascular disorder ("poor blood circulation"), limb discomfort ("heavy and swollen legs"), peripheral swelling ("swollen legs"), polymenorrhoea ("haemorrhagic periods (every 15 days for 3 years"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("swollen abdomen"), hot flush ("hot flushes"), loss of libido ("loss of libido"), tinnitus ("tinnitus"), visual impairment ("decreased vision"), feeling cold ("feelings of intense cold with cold hands") and hyperhidrosis ("sweating several times a day and at night for 2 years"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, urticaria, eczema, paraesthesia, cardiovascular disorder, limb discomfort, peripheral swelling, heavy menstrual bleeding, polymenorrhoea, vitamin d deficiency, abdominal distension, hot flush, loss of libido, tinnitus, visual impairment, feeling cold or hyperhidrosis. The reporter commented: have made an appointment with a gynecological surgeon for device removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods (every 15 days for 3 years") in a female patient who had essure inserted (lot no. 946763) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), arthralgia ("regular inflammatory joint pain"), fatigue ("periods of severe fatigue"), urticaria ("episodes of urticaria"), eczema ("eczema flare-ups in the joints"), paraesthesia ("tingling in hand"), cardiovascular disorder ("poor blood circulation"), limb discomfort ("heavy and swollen legs"), peripheral swelling ("swollen legs"), polymenorrhoea ("haemorrhagic periods (every 15 days for 3 years"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("swollen abdomen"), hot flush ("hot flushes"), loss of libido ("loss of libido"), tinnitus ("tinnitus"), visual impairment ("decreased vision"), feeling cold ("feelings of intense cold with cold hands") and hyperhidrosis ("sweating several times a day and at night for 2 years"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, fatigue, urticaria, eczema, paraesthesia, cardiovascular disorder, limb discomfort, peripheral swelling, heavy menstrual bleeding, polymenorrhoea, vitamin d deficiency, abdominal distension, hot flush, loss of libido, tinnitus, visual impairment, feeling cold or hyperhidrosis. The reporter commented: have made an appointment with a gynecological surgeon for device removal. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.